Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a physician. This case concerns a (B)(6) male patient who received treatment with synvisc one and later 2 days after starting treatment had an inflammatory reaction. No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc one. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose and indication: unknown) (batch/lot number: 6rsl050; expiry date: 31-oct-2019) into the left knee. It was reported that this was a repeat treatment for the patient. On (B)(6) 2017, (2 days after receiving synvisc one injection), the patient presented with an inflammatory reaction. The patient had not seen physician until (B)(6) 2017 afternoon. It was reported that the doctor gave patient a methylprednisolone (medrol) dose pack and recommended rest and ice. The situation resolved itself. Corrective treatment: methylprednisolone (medrol) dose pack and recommended rest and ice. Outcome: recovered. Seriousness criteria: required intervention for an inflammatory reaction. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending.